Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high out of range impedance measurements of greater than 2000 ohms, as well as high thresholds and potential loss of capture.

Manufacturer narrative:
Boston scientific technical services (ts) was consulted and stated that since the threshold has risen along with the impedance it maybe pointing towards a lead intergrity issue. This information should be presented to the physician, as high outputs on the patients new device might decrease longevity.